Event description:
Terumo medical corporation received the following information: it was reported that the physician was inserting angio-seal after superior mesenteric artery (sma) aneurysm coiling however after withdrawing the insertion sheath during the puncture sealing, the green tamper tube did not show up. The clear stop in the string was missing. The patient was thin so they could push the collagen against the vessel wall by hand and seal the puncture. The vessel was closed with the anchor and collagen. They tried to find the green tamper tube from the system and find it inside the sheath. No patient harm and no blood loss. No pre-deployment angiogram was performed. No difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion of the device.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to finnish law a2: age & date of birth: requested, not provided due to finnish law a3a: sex: requested, not provided due to finnish law a4: weight: requested, not provided due to finnish law a5: ethnicity: requested, not provided due to finnish law a6: race: requested, not provided due to finnish law . E3: occupation: interventional radiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.